Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the material adhered/clogged in plastic distal end cover/probe cover , nozzle, and bending section cover or distal sheath (black covering of the bending section) was confirmed; however the root cause of the material remained in the device was not identified, in addition the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to deformation of electrical-connector guide pin and pinhole at the bending section cover or distal sheath (black covering of the bending section). The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gi scope had foreign objects in the plastic distal end cover, nozzle and the bending section cover. There were no reports of patient harm.